Event description:
A distributor reported to our USA office that one unit of hc604 device was found to be non-operational. Upon inspection by the MFR, there was noticeable heat damage. No pt consequence was reported.

Manufacturer narrative:
The complaint device was visually inspected. No performance test was possible due to the internal damage. Results: a hole was found on the external casing of the device. Water ingress was found in and around the bottom enclosure groove that supports the power electrical printed circuit board (pcb). The components around the pcb were already corroded. The foam part was still wet and water droplets were visible on the potting mix of the motor. The power pcb had extensive damage from the arcing. Localized heating caused the small enclosure hole. Conclusion: water ingress is likely to be the cause of the failure from the device tipping over. This resulted in an electrical arc formed between two different voltage rails, causing the device to stop functioning. We have an open CAPA to address this issue and put measures in place to reduce and/or prevent recurrence in the future.